Event description:
Emt's responded to a pt who had collapsed and was in apparent cardiac arrest. Police first responder CPR was in progress. The pt was connected to the device with disposable defibrillation/ECG electrodes and was diagnosed in ventricular fibrillation. Two shocks were delivered. The pt's rhythm converted to asystole and, despite administration of acls drugs, the pt's rhythm did not convert to a shockable rhythm. The pt was not resuscitated. According to the reporter, when the device was first connected to the pt, the device alarmed "connect electrodes", not allowing the device to charge, for approx one minute unitl, following troubleshooting of the alarm, the device operated properly.